Event description:
During surgery, a retractor securing device was being utilized called a ratchet. This ratchet "fell apart" into multiple pieces (body, screw, washer, etc) into an open abdominal wound. Dr. (B)(6) immediately discovered and retrieved the pieces, however, we could not guarantee if all pieces were retrieved. An x-ray was obtained at the end of the procedure, prior to closure of the wound, which was read as negative.